Event description:
It was reported that the xenosure biologic patch that was used during a carotid endarterectomy procedure was different in coloring, texture and felt different (wouldn't contour, felt hard/leathery). The surgeon chose to use the patch and not replace the device with another one. It was reported that as a result of the patch being stiffer and feeling different, the device took longer to sew than normal which resulted in leakage from the site during the procedure. Although the procedure was delayed, the surgeon was successful in completing the procedure using the device. No further complications have been reported.

Manufacturer narrative:
The product remains implanted and is not available for evaluation. Therefore, the reported event was unable to be confirmed. Although the surgeon reported the patch to be stiffer than normal resulting in difficulty during use, the procedure was successfully completed using the device and no additional complications have been reported. The IFU states, "the xenosure should be stored at room temperature. Refridgeration is not required." We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. During manufacturing the devices are tested for proper thickness and stiffness. Patches deemed too thick for use are rejected during the manufacturing process. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.